Manufacturer narrative:
Additional information: b1- adverse event. B2- required intervention to prevent permanent impairment/damage (device). B5- on (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. D7-explanted date: (B)(6) 2020. H6-patient code 3191: secondary surgical intervention; exchange. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -8.00/1.0/044 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Reportedly, "surgeon implanted lens into the wrong eye" of patient. "Exchange is planned." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.